Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
During an antegrade atherectomy of the sfa the physician noted debris at the distal end of the catheter upon cleaning. There was small metal poking out of the distal end of the catheter. Upon investigating the device, the pieces sticking out were white polymer with the appropriate width and thickness to be from a previously implanted device.